Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One unused device from the same lot was received for evaluation. A visual inspection, clamp function testing, and clear passage testing were performed with no issues noted. Leak testing was performed with no issues noted. The reported issue of a leak in the patient extension line was not verified through sample evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a 12 foot extension set leaked. This occurred during an unspecified step of peritoneal dialysis setup or therapy. Patient connection at the time of the incident is unknown. The set was being used as a patient line extension. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.